Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited high thresholds. Implantation positions had been changed multiple times, however the threshold was still high. The pacing lead was replaced. No patient complications have been reported as a result of this event.